Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed on the insulin pump by several company representatives and trainers, and it was determined that the insulin pump was functioning normal. Nothing further was reported.